Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-82 alarm was identified during visual inspection. The cause of the condition was determined to be an inoperative/defective central processing unit (cpu) board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-82 alarm. No additional information is available.